Manufacturer narrative:
The customer did not provide any additional information. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Manufacturer narrative:
The c503 analyzer serial number was (B)(6).

Event description:
The initial reporter questioned the result for 1 patient urine sample tested for tina-quant albumin gen.2 (albt2) total protein urine/csf gen.3 (tpuc3) on a cobas c 503 analytical unit. The 24-hour albt2 result was reportedly 924 mg/l (result not multiplied by the total diuresis). The 24-hour total protein result was reportedly 284 mg/l (when multiplied by the total 24-hour diuresis volume of 3500 ml, the result was 994 mg). The albt2 result is outside the test's measurement range of 3 ¿ 400 mg/l. It was noted that the tests were accompanied by >test flags; however, the measurement range for total protein is 40 ¿ 2000 mg/l. Clarification on the results and unit of measure has been requested but has not been provided. The nephrologist questioned the albt2 result as the result should be equal to or less than the total protein result.